Manufacturer narrative:
Siemens' investigation into the reported occurrence has revealed that the described behavior of the treatment sequence is correct and the system works as specified. Review of log files provided by the customer shows that the automatic pauses shown before segments are where they should be applied; pause before treatment beams are delivered, are not before imaging takes place. Considering this, no corrective actions are initiated. (B)(6).

Event description:
The customer notified siemens on (B)(6) 2013 that after the rt therapist upgrade of version 4.3, they observed a different workflow regarding pauses in rt therapist. Reportedly, the customer used the bolus field entry in mosaiq to create automatic pauses in the treatment sequence to make changes for patient treatment requirements. However, they found that if the beam for pre-port is where the bolus entry is set, the gantry moves to the angle of the beam, the artiste performs the imaging, then the "bolus" pause activates. The gantry motion is intended to occur when the pause is set to happen. If the pause occurs after the port (imaging) and before the "regular" field treatment, the gantry is at a constant angle and there is the possibility of a collision. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).